Event description:
The user facility reported liquid leakage on the sides of two cannula needles in the package. The cannula is used on animals, not humans. The event occurred intra-operatively, with no patient injury, and no medical or surgical intervention was required. Additional information received on 16 may 2025: when the leakage was found, we noticed a small gap in the joint between the cone and the kevlar part of the cannula, resembling a small hole. Before the issue occurred, the procedure was performed as always: enter with a cannula needle, remove the stylet, and secure with a plaster. The cannula was leaking liquid from the side, as shown in the photo sent.

Manufacturer narrative:
A5: ethnicity: not applicable for animal use. A6: race: not applicable for animal use. D4: UDI: not applicable. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: requested, unknown . E2: health professional: requested, unknown. E3: occupation: requested, unknown. The actual sample was not available. Instead, a reference photo was received. The sample contained blood. The blood leak was observed in a hole in the tube near the hub tip. The condition of the hole cannot be confirmed through the photo. The retention samples were visually inspected to check for any damage or holes in the catheter tube; none were found. The samples were also evaluated for the leakage test. There should be no bubbles coming from the catheter tube. All samples showed passed results. There was no issued nonconformity report related to human error during lot production. The reported item code is produced at sr6, a semi-automated line. During catheter assembly, the catheter is cut to the desired length, and the flange is formed and pressed into the catheter hub. The catheter's tip is then formed. During the needle and catheter assembly process, the needle is picked and inserted into the catheter assembly through the aid of a needle guide, while the catheter is being pushed by the catheter guide to prevent the occurrence of the needle sticking out. The assembled needle and catheter assembly undergo silicone coating that allows smooth penetration of the needle and catheter into the skin. The machine runs under validated parameters. Based on the sr machine downtime history, there are no related machine troubles that could have caused the complaint. The pre-assembled tube was visually checked wherein part of the check items before transfer to catheter tip formation is damage/deformation on the tube. During visual inspection 1, all products are checked for damaged or deformed catheter tube condition. Visual in-process inspections were conducted during 100% visual inspections to check the catheter tube condition. Before shipment, we conduct an outgoing inspection to ensure product quality. The functional inspection contained a leakage test, catheter tube and catheter hub assembly. Precautions and warnings to avoid damage to the IV catheter during usage are indicated on the unit box. From the previous two fiscal years to the present, we received a total of three (3) complaints for the same issue, the cause of which was not identified as being related to our product or the manufacturing process. Based on the results of our investigation, the root cause of the complaint is confirmed as not related to our product or production process. The lot history file revealed no non-conformity or related issues that would affect product quality. The retention samples from the reported lot were inspected, and there was no damage or hole in the catheter. The samples also evaluated for the leakage test showed all samples passed. The cause of the complaint cannot be identified. However, a review of the product's lot history file revealed no related issues that would cause a hole in the catheter tube. We have controls in place to prevent damage or holes from transferring into the product during manufacturing. We also conduct routine inspections to check the condition of the products and confirm the leakage test. This is also one of the check items for outgoing inspection. Our process is assured, and the complaint is unrelated to our manufacturing process. Therefore, we advise following the precautions and warnings to avoid damage for the proper usage of the IV catheter. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).